Event description:
It was reported that there was error code 40 (unable to maintain stable water temperature) in arctic sun device was unable to reach 37 degrees. Reached 27.8 degrees after 37 minutes. Per review of wo on 25sep2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error code 40 (unable to maintain stable water temperature) in arctic sun device was unable to reach 37 degrees. Reached 27.8 degrees after 37 minutes. Per review of wo on 25sep2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Reached 27.8 degrees after 37 minutes. Per review of wo on 25sep2025, there was no patient involvement. Repairs for this reported event are unknown at this time as the work order was canceled but will be updated if more information is provided. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d, all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.